Manufacturer narrative:
Customer did not return reagents for further investigation. Customer confirmed that the patient was not harmed by the incorrect hcg result. Surgery was delayed only slightly, correct results were obtained and confirmed quickly.

Event description:
Customer stated instrument reported false positive hcg result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that they started using a new lot# of reagent and they have not seen any other discrepant results ever since. The cause for the false positive hcg results is unknown.